Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and battery drawer are broken. Four case screws and one side bail are missing. Two side bail covers are broken/missing. Battery contacts compressed and ring is bent. (B)(4).

Event description:
It was reported the device was dropped; the case is cracked and chipped. It was also reported that screws are missing which may have allowed liquid inside. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.